Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported the device leaked around the luer lock connector at the end of the tubing set. Additionally the nurse stated they use these filter tubing sets for all manner of infusions. One of their most recent tubing sets that leaked was placed on an monjuvi (193 ml/hr). The monjuvi leaked from the luer lock connector on the end of the tubing. The event occurred during infusion. The tubing was replaced and therapy resumed. It was unknown if the medication come into contact with the patient or healthcare provider. It was further reported that there was patient care delay, potential staff exposure and financial loss. An update provided by an ICU medical customer success manager stating that they met with customer and believed that they already resolved the issues. Filters that were inverted during priming, handling, and on patients should not have the filter inverted and the slide clamp below the filter should be closed when not infusing on a patient. This prevents fluid in the tubing below the filter from backing up into the filter. This is a common cause of leaking at the outlet air vent. The customer was unaware that they needed to close the distal slide clamp.

Manufacturer narrative:
Received one (1) used 142550489 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.